Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a f/u report will be submitted.

Event description:
It was reported during an ablation procedure performed with a swartz braided transseptal introducer, air bubbles were noted entering through the hemostasis valve when the side port was flushed. The physician inserted the guidewire into the pt followed by the introducer and dilator assembly. The physician then aspirated from the side port of the swartz introducer and noted air bubbles coming from the hemostasis valve. The lumen of the introducer was flushed but the air bubbles did not clear. The introducer was exchanged and the procedure was completed with no consequences to the pt.